Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased results for multiple assays generated on the alinity c processing module for multiple patient samples. The following results were provided: on (B)(6) 2026 sid (B)(6), (B)(6) year old female: initial sodium result (B)(6) = 116.9 mmol/l, repeat result (B)(6) = 118.62 mmol/l, repeat result (B)(6) = 144.95 mmol/l, new sample with sid (B)(6), result (B)(6) = 142 mmol/l . Initial co2 result (B)(6)) = 23.27 meq/l, repeat result (B)(6) = 21.31 meq/l, new sample with sid (B)(6), result (B)(6) = 29.6 meq/l. On (B)(6) 2026 sid (B)(6), 65-year-old male: initial sodium result (B)(6) = 105.95 mmol/l, repeat result (B)(6) = 117.96 mmol/l, repeat result (B)(6) = 149.75 mmol/l. On (B)(6) 2026, sid (B)(6), 71-year-old female: initial calcium result (B)(6) = 4.07 g/dl, repeat result (B)(6) = 4.44 g/dl, new sample result with sid (B)(6), (B)(6) = 8.66 g/dl. Initial potassium result (B)(6) = 2.08 mmol/l, repeat result (B)(6) = 2.23 mmol/l, new sample result with sid (B)(6), (B)(6) = 4.27 mmol/l. Initial glucose result (B)(6) = 39.26 mg/dl, repeat result (B)(6) = 41.58 mg/dl, new sample result with sid (B)(6), (B)(6) = 135.97 mg/dl. Initial co2 result (B)(6) = 12.85 meq/l, new sample result with sid (B)(6), (B)(6) = 26.47 meq/l . No impact to patient management was reported.